Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 2.8, lab: 13.x. Date: (B)(6)2010, inratio: 3.5, lab: 13.x.

Manufacturer narrative:
Investigation pending.